Event description:
A malfunction on the pump was reported by the caller, who experienced at least three occurrences of the issue on the same pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support planned to replace the pump, providing the customer with training through their tandem source account and sending them a replacement pump with updated software. The customer understood the instructions for storage mode and return procedures, opting for a delivery without a signature requirement.